Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an unknown smarttouch bidirectional. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an afib case, physician was using a cryo balloon after checking all the veins; in the last vein, the patient¿s blood pressure dropped, and the physician used an acunav to confirm the small effusion in the vein. Physician did not know how or when the effusion happened. The patient was reported to be stable at the caller¿s departure time. The carto 3 system, with an stsf catheter used, to create a basic matrix and map in the left atrium to visualize the vein. The acunav was used to confirm the small effusion. An interventional cardiologist was consulted, and 400 cc of blood was drained from the patient and transfused to the patient through the sheath in growing. There was no ablation. Medtronic rep was present and was operating the console for the cryo balloon. This was a cryo case. They did not deliver rf during this case. Limited matrix was created in the pulmonary veins to allow for visualization of the achieve catheter. There was only one transseptal performed with acunav visualization and baylis versacross. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.